Event description:
It has been reported to philips that the technician went to move the monitor suspension and it dropped down and hit the patient on the side of the face. There was no visible bruise, no cuts and the patient did not want further care for the incident. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the customer hanging extra materials on the monitor suspension. The extra weight caused the suspension to fall by upsetting the suspension's balance. The fse instructed the customer not to add any extra material to have proper balance. The customer did so and the fse confirmed that the monitor suspension stayed in place once the extra materials were removed. The system was returned to use in good working order. The codes were updated based on the investigation outcome.